Manufacturer narrative:
The proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. When the physician tugged on the lead to inspect it, the tip became disconnected from the body of the lead. During this event, the patient experienced arrhythmia and heart block. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. When the physician tugged on the lead to inspect it, the tip became disconnected from the body of the lead. During this event, the patient experienced arrhythmia and heart block. The tip of the lead was explanted and the body of the lead remains in the patient. The rv lead was replaced. No further patient complications have been reported as a result of this event.